Manufacturer narrative:
The device ro14039 has been inspected for investigation purpose. The tests performed confirmed that the articulated arm tightening knob was damaged. The defective parts were replaced for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the articulated arm tightening knob was non-functional. There was no patient involvement reported.